Event description:
The surgeon reported, the pocket was lined with the 'corrosive changes' noticed at the surgical site during normal battery replacement. After opening the pocket, a white tissue capsule lining the pocket was noticed. The substance was on the back of the ins, around the extension outline on ins and below the connection header. It was described as white and the perceived texture/consistency was similar to corrosion on a car battery (white, hard material/substance). Samples were taken from the pocket and substance scraped off the ins for testing. All cultures were negative. The pocket was irrigated during the replacement. The surgeon recalled the pt had complained of pinching at ins pocket when the device is on. This is why he believes the issue was related to current leakage and thought he saw corrosion. A week after the replacement, the pt was evaluated for wound check and recharge education. The pt was doing well with no signs of irritation, infection etc.

Manufacturer narrative:
Pinching sensation. (B) (4).